Event description:
It was reported that the patient presented complaining of dizziness. Upon device evaluation, it was noted that the electrogram indicated prolonged sensed atrial-ventricular (sav) intervals. Parameter changes were recommended and discussed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
.

Manufacturer narrative:
(B)(4)